Event description:
The user facility reported that during a therapeutic endobronchial ultrasound, the users experienced difficulty in advancing three different biopsy needles into the endoscope. The users further reported that they successfully obtained the samples following several needle passes, however they elected to terminate the procedure due to concerns regarding the needles. There was no pt injury reported.

Manufacturer narrative:
A total of four aspiration needles from the same lot were returned to olympus for investigation. Three out of the four needles were received in unopened package while the fourth had been used. The eval found that the three unopened samples worked appropriately, and there were no findings that would likely have caused or contributed to difficulty in advancing the needles. However, eval found that the used needle would not extend, and the stylet was stuck due to a severe kink noted below the slider pipe. The user facility further reported that the subject device had been slightly bent prior to pt use. As part of the investigation into this report, the endoscope that had been in use at the time of the reported event was returned to olympus nad evaluated. The internal channel of the endoscope was examined, and a hole was found less than 3 mm (from the distal end) at the bending section. The biopsy channel was noted to have leaked and was damaged. The endoscope did not pass the leak test as multiple leaks were noted. There were deep scratches noted on the control body and light guide tube, and the insertion tube was reported to have dents and scratches. The switches were not working properly due to fluid invasion. Based upon the findings of the investigation, physical damage to the endoscope and the bending of the needle due to user handling likely caused or contributed to the reported event. This report is being submitted as a medical device report in an abundance of caution.